Event description:
Swelling [swelling]. Hives [urticaria]. Case description: a spontaneous report was received on (B)(6) 2010 regarding a (B)(6) male patient, initials (B)(6), who experienced hives and swelling after starting synvisc. On (B)(6) 2010, the patient's wife reported that on the same morning, the patient presented to the emergency room with really bad hives and swelling. The patient was treated with cortisone, zantac, steroids IV in the ER and was prescribed pills (nos) for a week. She also reported that the patient's knees were much better. The location and the number of synvisc injections the patient received are unk at this time. At the time of this report, the outcome of the patient was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.